Event description:
It was reported that the patient experienced redness at the incision site. There was no associated fever. On (B)(6) 2010, the patient was prescribed clindamycin 300 mg. Four times per day, for (B)(6). This was stopped on (B)(6) 2010, at which time the patient was prescribed bactrim ds, one tablet two times per day, for (B)(6). The patient resolved without sequelae. A follow-up report will be filed if additional information becomes available.

Manufacturer narrative:
(B)(4).